Manufacturer narrative:
Approximate age of device ¿ 4 years and 8 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had multiple pump stoppages over a three day period. It was reported that the patient was asymptomatic, but was admitted in the intensive care unit. The customer reported that the patient had not gained or lost a significant amount of weight since implanted. The patient was using the bathroom when the most recent pump stoppage occurred. X-ray images provided showed some shield disruption just past the external bend relief where a large concentration of rescue tape was applied. The internal x-ray did not show any obvious areas of concern. On (B)(4) 2016, the manufacturer's technical services arrived onsite for an external driveline evaluation and repair. It was reported that the continuity test did not indicate any broken wires. The distal end of the driveline was replaced with no issues. The patient was placed on a grounded cable with no issues following the repair. No further information was provided.

Manufacturer narrative:
A section of the driveline measuring approximately 11 inches length was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Evidence of a clamshell repair was observed. Removal of the rescue tape that had been applied to driveline beginning at approximately 2.5 inches from the metal connector revealed several superficial tears along the driveline¿s white silicone jacket. The silicone jacket, clear bionate, and metal braided shielding layers of the driveline were removed to examine the underlying wires. Visual inspection of the wires approximately 2.5 inches from the metal connector, revealed a breach in the insulation of the yellow wire. Further analysis revealed that the observed wire damage appeared to be the result of repetitive movement of the driveline at this location. The remaining wires were unremarkable. The yellow wire redundantly supports motor phase 1. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of system controller log file that was provided by the customer. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.